Manufacturer narrative:
Section d10: concomitant devices: - 4.5mm drill bit 20mm (cat# 101-45-20 / serial# (B)(6)). - 6.5mm acetabular bone screw 20mm (cat# 122-65-20 / serial# (B)(6)). - cocr fem head 36mm -3.5 offset 12/14 (cat# 142-36-93 / serial# (B)(6)). - novation element ro s/o col sz 8 (cat# 164-13-08 / serial# (B)(6)). - nv crown cup clstr hole 52mm group 2 (cat# 180-01-52 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial right tha, the female patient had a revision due to lysis and subsequent loosening of components. Patient was revised to competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to devices sent to pathology.